Manufacturer narrative:
Per the customer, the sample was discarded.

Event description:
Product surveillance received a report which stated that the home patient (hp)'s transfer set fell off. The nurse did not know what may have caused the transfer set to fall off and has already discarded the sample. Furthermore, she stated that they replaced the hp's transfer set and had also given them prophylactic antibiotics. The nurse did not report any patient injury or medical intervention. The care giver (cg) contacted product surveillance in 2009 and she stated that the separation occurred between the catheter and the transfer set which caused a leak; the lot number was unknown. The cg stated that they were able to contact the nurse and changed out the transfer set. The cg stated that therapy is going well and that everything is fine, the hp is resuming therapy as normal on the cycler. The cg did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).